Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes output and telemetry anomalies. Blood was noted in the connector after the device was explanted.